Event description:
Customer reported a malfunction on pump, identified by code "malf 0," with fault ID [0-0x219e]. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Cts provided resolution by sending a replacement pump with updated software and advised customer on backup therapy and steps for the return process. Customer opted for mdi backup therapy and understood instructions provided, including putting the pump into storage mode and returning it via ups.